Event description:
Reporter indicated a vns computer froze after interrogation of a test vns generator. The freezing resolved after reinserting the flashcard. The vns computer and flashcard will not be returned.